Event description:
A customer reported an incident of an unintended flap cut (a tear in the flap in the inferior cornea) in the patient's left eye, during lasik surgery. There are multiple related reports for this facility. This specific report addresses patient's js with the left eye, and additional reports from other manufacturers will be filed. Additional information has been requested.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. The review of logfile for the day of treatment shows all laser system functions were within specifications. The logfile shows fourteen successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the beam control check was performed before the start of the treatment and not immediately before the treatment. The treatment of the patient's left eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was that is thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified during logfile review. The system was working within specification. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).